Event description:
During thermage treatment patient felt burning sensation near the return pad location. Operator continued treating until patient couldn't tolerate discomfort. Operator replaced the return pad with another one and continued treatment without further complaints of discomfort. The patient suffered 2 small blisters in the location near where the return pad was located.

Manufacturer narrative:
The return pad was returned for investigation. There was no evidence of burn marks on the pad. The center pin in the return pad cable clamp was missing. Because of the missing pin, this would allow the user to push the pad connector too far into the clip thus causing a clamp on a non conductive surface. It is unknown whether the pin fell out or was removed by the user. This is an older style clamp which is no longer in distribution. The new clamp incorporates a molded pin. (Can't be easily removed), and was released in july 2007. An internal CAPA was generated to perform risk assessement, and a technical bulletin (tb) is under development.